Event description:
According to the reporter in (B)(6), while the surgeon was final tightening with the 10nm torque wrench (388.261) for uss I pedicle screws, the collar broke. The torque wrench had been replaced (B)(6) 2012. The lot number for the collar was unavailable. A total of two torque wrenches are being returned as it is unknown which torque wrench was used during the procedure. The collar (498.011) will not be returned for investigation.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.